Manufacturer narrative:
Manufacturer ref# (B)(4). Since catalog# is unknown the 510(k) could be either k061815 or k073374. Summary of investigational findings: no imaging is provided and therefore it is not possible to comment on what may or may not have occurred based on the limited information made available to us concerning the celect filter, which approx. 4½ years after implant allegedly migrated, tilted, and perforated through the right renal vein into the kidney. Or the two fractured filter legs, which migrated into the posterior retroperitoneum or remained lodged in the right ventricle and could not be removed. Filter migration is a known potential complication of vena cava filters. Among other causes, migration may be associated with filter placement in ivcs with diameters other than those specified in the instructions for use, improper deployment, deployment into clots, dislodgement due to large clot burdens, and (or) procedures that involve other devices being passed through an in situ filter. Also, manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. There were no complications at the time of implantation. The filter subsequently failed, two limbs fractured and one arm of the filter fractured, embolized and lodged in the right side of her heart; the filter also migrated and perforated her inferior vena cava walls and protruding into her right kidney. On (B)(6) 2015, [pt] received a call from the dr. With the results from her CT scan informing her that the filter was defective and recommended consulting a doctor regarding removal. On (B)(6) 2015, [pt] presented for a complex ivc filter retrieval of her filter. At this time, it was determined that the filter had migrated, apex of the filter tilted medially, perforated through her right renal vein into to her right kidney, two of the filter limbs had fracture, and one of the fractured pieces migrated inferiorly into the posterior retroperitoneum, the other fracture arm resides in the right ventricle of [pt]'s heart. As such, the decision was made to remove the filter. The body of the filter was removed including one of the two the fractured limbs; still, one fractured arm remains lodged in the right ventricle of [pt]'s heart. On (B)(6) 2015, another effort at removal of the fractured arm was endeavored by doctors and subsequently abandoned due to the complexity of the injury and the inability to retrieve the fractured arm." Patient outcome: it is alleged that "[pt] has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, caring, disfigurement and other losses. [Pt] will require ongoing medical care. [Pt] suffered permanent and continuous injuries, disability and impairment. [Pt] has suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost her ability to live a normal life, and will continue to be so diminished into the future.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815 or k073374. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. There were no complications at the time of implantation. The filter subsequently failed, two limbs fractured and one arm of the filter fractured, embolized and lodged in the right side of her heart; the filter also migrated and perforated her inferior vena cava walls and protruding into her right kidney. On (B)(6) 2015, [pt] received a call from the doctor with the results from her CT scan informing her that the filter was defective and recommended consulting a doctor regarding removal. On (B)(6) 2015, [pt] presented for a complex ivc filter retrieval of her filter. At this time, it was determined that the filter had migrated, apex of the filter tilted medially, perforated through her right renal vein into to her right kidney, two of the filter limbs had fracture, and one of the fractured pieces migrated inferiorly into the posterior retroperitoneum, the other fracture arm resides in the right ventricle of [pt]'s heart. As such, the decision was made to remove the filter. The body of the filter was removed including one of the two the fractured limbs; still, one fractured arm remains lodged in the right ventricle of [pt]'s heart. On (B)(6) 2015, another effort at removal of the fractured arm was endeavored by doctors and subsequently abandoned due to the complexity of the injury and the inability to retrieve the fractured arm." Patient outcome: it is alleged that "[pt] has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, scarring, disfigurement and other losses. [Pt] will require ongoing medical care. [Pt] suffered permanent and continuous injuries, disability and impairment. [Pt] has suffered emotional trauma, harm and injuries that will continue into the future. [Pt] has lost her ability to live a normal life, and will continue to be so diminished into the future."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) 510(k) unknown. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 02/13/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via unknown route due to infrarenal ivc thrombosis. Plaintiff is alleging perforation, pain, fracture, tilt, pe. Plaintiff alleges attempted retrieval on (B)(6) 2015 with successful retrieval on (B)(6) 2015.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). The complaint is reopened due to additional information provided "alleging perforation, pain, fracture, tilt, pe. Plaintiff alleges attempted retrieval on 01/18/2015 with successful retrieval on 10/30/2015." However, since this is the only information received, the below investigation of 09.nov.2016 is still valid and remains unchanged. Investigation is based on the event description only. No imaging is provided and therefore it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning the celect filter, which approx. 4½ years after implant allegedly migrated, tilted, and perforated through the right renal vein into the kidney. Or the two fractured filter legs, which migrated into the posterior retroperitoneum or remained lodged in the right ventricle and could not be removed. Filter migration is a known potential complication of vena cava filters. Among other causes, migration may be associated with filter placement in ivcs with diameters other than those specified in the instructions for use, improper deployment, deployment into clots, dislodgement due to large clot burdens, and (or) procedures that involve other devices being passed through an in situ filter. Also, manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.